Event description:
Facility reported, blood leak noted by machine alarm. Verified with hemastix. Blood not returned to pt. New lines and dialyzer set up and treatment completed without further incident. Estimated blood loss 250cc. No medical intervention. The sample was discarded by the facility. Medwatch filed on the blood loss.